Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found missing and worn parts in the brake block. The technician rebuilt the brake block and adjusted the brake to repair the bed.